Manufacturer narrative:
Follow-up information was provided that the procedure was a rotator cuff repair. The patient developed an infection approximately one month post-op; an I&d procedure to clean out the wound was performed. The patient currently remained hospitalized at the time of this report. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not able to be returned for evaluation because it remains implanted; the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Suture lot numbers were requested but not known; per the reporter, the facility does not track suture in the implant record as it is not considered to be an implant. Device history record review could not be conducted without a lot number. This device is supplied sterile. Relevant patient health history and preexisting medical conditions and well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. The evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Remains in patient.

Event description:
It was reported that a surgeon had a patient with a post-op infection within the past six weeks; the reporter believes the patient was treated with antibiotics. No further patient or event information was provided at the time this event was reported.